Manufacturer narrative:
Additional information: annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: bail out lithotripsy to treat delayed valve-in-valve tavr-related coronary obstruction. Authors: brian o. Bingen, ibtihal al amri, jose m. Montero-cabezas, frank van der kley. Journal name: catheter cardiovascular interventions year: 2023 reference: doi: 10.1002/ccd.30483 b3: date of publication medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Journal article was submitted for review titled "bail out lithotripsy to treat delayed valve-in-valve tavr-related coronary obstruction". This study reported the first case of delayed transcatheter aortic valve replacement (tavr) coronary artery obstruction (cao), which was successfully managed percutaneously with intravascular lithotripsy (ivl) after initial mainstem access difficulty, and stent compression caused by a pinned calcified leaflet in front of the left main coronary artery (lmca). The patient presented to hospital with dyspnea on exertion. The patient was known to have advanced chronic obstructive pulmonary disease and was treated for severe aortic stenosis through surgical aortic valve replacement 10 years prior, and transapical valve-in-valve tavr 4 years prior. Echocardiogram showed normal left and right ventricular function with a moderate aortic valve stenosis. Rubidium positron emission tomography-computed tomography (CT), showed abnormal perfusion in the basal and mid-anterolateral and inferolateral segments. Coronary angiography revealed a critical ostial stenosis of the lmca. A coronary CT angiography showed a calcified aortic valve leaflet pinned up in the sinus of valsalva by the tavr struts, causing stenosis of the lmca ostium. After evaluation the patient was scheduled for percutaneous coronary intervention (pci) of the ostial lmca stenosis. The lmca was engaged with a 6fr judkins left 4.0 catheter. A non-medtronic (mdt) guidewire was advanced into the left anterior desce nding artery (lad), entering the lmca cranial from the tavr struts. The transition of the sinotubular junction (stj) to the lmca (containing the pinned calcified leaflet) was predilated with 2.5mm and 4.0 × 15mm non-compliant balloons, inflated up to 20 atm. Because the balloons expanded inadequately, a 4.0 × 12mm non-mdt ivl balloon was inflated at 4 atm and 80 pulses were delivered at the site of stenosis. Thereafter, a 5.0 × 15mm medtronic resolute onyx drug-eluting stent (des) was placed at 16 atm and ostial flare was performed with the stent balloon at 18 atm. However, control angiography showed significant stent recoil. To maximize radial strength and overcome the stent recoil induced by the calcified aortic leaflet, two additional 5.0 × 12mm and 5.0 × 15mm dess were placed at the same location, at 16 atm. After placement of the third stent, there was a clear angiographic improvement of the minimum lumen diameter at the stj¿lmca transition. Intravascular ultrasound (ivus) evaluation was performed, which confirmed a substantial lumen gain after pci. Moreover, ivus exemplified calcium fracturing after ivl as the mechanism underlying the effect of ivl. The patient was discharged the next day on apixaban, acetylsalicylic acid and clopidogrel. At 24 months follow-up, the patient remained free of anginal complaints or adverse cardiovascular events. Echocardiography showed a stable normal left ventricular (lv) function without wall motion abnormalities.